Manufacturer narrative:
Pump passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no low battery alert, blank display, unexpected battery power loss and weak battery alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly and failed battery alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for blank display was performed. Customer advised they changed the battery and they changed the battery cap however the issues remained unresolved. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.